Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received information on resetting the pump from technical support and successfully reset it, with no recurrence of the malfunction code. Customer was instructed to continue using the pump and to call back if the issue reappears.